Event description:
The patient underwent gastric tube placement on [date redacted]. When injecting contrast through the anchor it comes out the side near the plastic connecting hub. Has been a reoccurring issue with 3 different cases.